Event description:
Rep reported that patient's issue is he had an older device, now he gets new device, which is way more user friendly. It makes him think he has issues with the old device which is not correct. It is just more involved. Patient has another consult on 6/24 to talk to doctor about possibly upgrading the other ins to intellis as well. See (B)(4) for programmer replacement.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G3: correction made to aware date for follow up number 3004209178-2021-08446: correct aware date is 2021-06-15, not 2020-06-15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97715 , serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reports he has told rep about this several times where feels the ins keeps shutting off and doesn't feel anything and will go for days not feeling stim. Pt has to use recharger to kick start to turn on and can feel to come on. Pt doesn't feel in back and assuming not on but the scs is fully charged. This has been an ongoing problem and states the records had showed at appt was off 6 days or 5. They ran tests in the office and showed was ok. Pt states he knows what he's feeling and something is going wrong. The patient was redirected to their healthcare provider to further address the issue. Later, rep reported that patient mentioned stim turning off for the first time on (B)(6) 2021 when they ordered a new programmer for the patient. Patient thought programmer was the cause but even after they got the new programmer, patient claims the issue remains. The device that was implanted in 2016 is the one on which patient alleges the issues. Patient is very happy with the other device. Cause remains unknown but there are no apparent device issues. Patient wants to get the device upgraded to a newer device and has another appointment with hcp on (B)(6) 2021. (B)(4) for programmer replacement.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6). Implanted: (B)(6) 2020. Explanted: product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated that patient's battery to be upgraded on 07/19. If the hospital allows, she will send the device back but is unlikely as there was no device issue.